Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform all operating currents, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify rewind anomalies, audio/vibrate anomalies, no excessive no delivery alarm, low battery alarm and failed battery test due to unresponsive button. No button error alarm during testing. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons were sticking and did not responding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump rejected new batteries. Insulin pump had no delivery alarm. Customer stated that the volume on the pump was diminished. The insulin pump will not be returned for analysis.